Event description:
The facility contacted baxter (B)(4) to report an interlink y-site that was deformed. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: during the visual inspection it was observed that the inlet of the y-site was chipped off from the top. Functional test was not performed since the defect was visually confirmed. This issue is being investigated through a CAPA. The root cause of the damaged y-site housing was determined to be the air regulator not being activated.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and is currently in the process of being evaluated. The reported malfunction, "y site was deformed" was confirmed during sample evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the u.s. And does not have a 510(k) number.